Manufacturer narrative:
(B)(4) date sent: 01/11/2023 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one (B)(6) was returned outside its original package and no packaging was returned for analysis. As no packaging was returned for evaluation, we are unable to investigate further the event description. The event described could not be confirmed as no packaging was received. A manufacturing record evaluation was performed for the finished device lot number x95388, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a box from the top view. The second photo shows a partially opened packaging with a device inside it. However, the seal area was noted completed and without any damage. Based on the photos the event described cannot be confirmed since the seal area is complete. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that before the esophagus surgery, noted the package seal was open. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.